Event description:
A report was received that the patient's ipg site was repositioned due to discomfort. The patient had recently lost weight causing the ipg site to become uncomfortable. The patient was reportedly doing fine after the revision procedure.